Manufacturer narrative:
Corrected data: b4- "(B)(6) 2019" should be corrected to "(B)(6) 2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -6.5/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).